Event description:
Adverse event: pain, inflammation, redness. In 2009 - a pt received 1st supartz injections into the right knee for osteoarthritis. She also received hyalgan into the left knee. On the next day - she started to develop severe pain and swelling in her right knee. The following day - she returned to the injecting physician's office in a wheel chair, unable to walk. She was red and swollen at the injection site, unable to put pressure on her right knee. The physician has been aspirated her knee. Her fluid does not look infectious. The gram stain showed no organisms and no white blood cells. She received morphine for pain control. Two days later - she was transferred to the ER, and was admitted. Approx. 3:47 am, the physician aspirated the knee and performed the 2nd culture. She was started on empiric antibiotics, including vancomycin and ceftriaxone. The same day - approx. 3:20 pm, another physician performed the 3rd culture. His physical exam is no redness about the knee. It is really not any warmer than the opposite knee. He withdrew about 25ml of cloudy, yellow fluid with infiltrated subcutaneous xylocaine. There was no arthroscopic washout performed because infection was never detected. Three days later - blood test was performed. Two days later - she was discharged from the hospital with no prescribed treatment. The following month - since the event, she has returned to the physician's office for 2nd injections of hyalgan. She is said to be doing well with slight pain to her right knee. She is scheduled for her 3rd injection of hyalgan. The injecting physician's impression was inflammatory versus infectious. The physician stated three separate cultures were taken from the pt and all three were negative. No clinical evidence of infection. The cause of the pt's pain was indeterminate. The physician stated that the pt had a reaction to the supartz. No further incidents were reported.

Manufacturer narrative:
This is definitive report. Our medical advisor's comment: the injecting physician considered this event as an inflammatory reaction to the supartz based on the results of gram-stain and culture. But possibility of infectious arthritis cannot be ruled out just because bacteria detection rate in bacterial culture of the synovial fluid is lower than it expected even though bacterial culture was negative. Infection is suspected based on the symptoms and clinical course, except for no redness and no warmth of the knee observed in 2009. No adverse event was reported on the reported device, and there were no problems on the specification test results of lot 8d270n on releasing, and the records of manufacturing process for lot 8d270n.